Manufacturer narrative:
This pt was randomized to the clinical trial in 2003. The indication for the index procedure is unknown. During the index procedure, three lesions were treated using cypher sirolimus-eluting coronary stents respectively at the distal and proximal circumflex and the mid rca. The pt was discharged without anginal complaints. Medication at discharge included beta blockers, aspirin, clopidrogel, lipid lowering agent and ace inhibitor. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
A report was rec'd from the clinical study indicating that approximately 48 months post index procedure, the pt elected to have a re-ptca of a target lesion at the mid rca following stable anginal ccsii complaints. The method of treatment remains unknown, however, during the procedure, two denovo lesions were also treated at the proximal and mid lad.